Manufacturer narrative:
This report is submitted on january 29, 2024.

Manufacturer narrative:
This report is submitted on august 16, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to incorrect placement and the patient was re-implanted with another cochlear device during the same surgery.